Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there were flames and sparks from monopolar one when the pencil was plugged in, so they turned off the unit. A spare generator was used to complete the case. No patient involved.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. A visual inspection of the generator's exterior found the monopolar 2 receptacle damaged. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation that did not cause or contribute to the reported condition. The most likely cause was determined to be related to the user misuse. The receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.